Event description:
On (B)(6) 2015 the reporter contacted animas alleging that earlier that morning, the patient awoke with low blood glucose (bg) below 30 mg/dl with confusion and cognitive impairment. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance of a third party to treat the low bg. The patient reportedly self-treated with oral carbohydrates and remained on the pump. The reporter noted that the patient had been waking up with low bg in the mornings for the past three to four weeks, and that the patient had changes the basal rates with no improvement in the low bgs. The reporter noted that the patient had inadvertently set the time and date incorrectly. The time and date were reportedly corrected and the patient was instructed to monitor their bg. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.